Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that increased pacing lead impedance was observed on the rv lead. No lead noise was produced with provocative testing. Patient will be monitored with routine follow-up.